Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion(olif) at s1. Post-operatively, the screw pulled out. The surgeon placed the screw anteriorly into the s1 vertebral body during the olif procedure. Due to poor bone quality, the screw pulled out and was noticed the next day during a posterior procedure for pedicle screw fixation. The screw still remains in service. No patient complications were reported.

Manufacturer narrative:
Image review: post-op x-rays provided for l5-s1 olif with posterior pedicle screw fixation. The anterior plate for the construct is not fixed to s1. The interbody graft appears in good position as well as the pedicle screws. Likely cause is surgical technique. If information is provided in the future, a supplemental report will be issued.